Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump touchscreen was unresponsive. No impact to the customer's blood glucose. Technical support performed troubleshooting with the customer and found pump touchscreen to be functioning as intended.